Manufacturer narrative:
Initial reporter state: unknown, reported through (B)(6). Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for foreign matter in syringe on lot # 0105447. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 1.0ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: when preparing bed patient with insulin to the infusion bag, during checking the insulin syringe there were black and gray floccus.